Manufacturer narrative:
Detection on the five month post-operative x-ray, the s2 screw on the left side was broken at the sacroiliac joint on the frontal image. (B)(4). Exemption e2017030. Device not explanted.

Event description:
Detection on the five month post-operative x-ray, the s2 screw on the left side was broken at the sacroiliac joint on the frontal image.